Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, with intermittent communication behavior observed while attempting to connect; the user does not use a receiver or the dexcom app, and support provided pairing guidance including code verification and re-entry. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized as intermittent communication failure, with relevant device components associated with electrical and magnetic function and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.